Manufacturer narrative:
System is currently being evaluated at company's repair center.

Event description:
Customer reported an issue with the patientnet central station, which may have affected telemetry monitoring. No patient injury was reported.